Event description:
(B)(6) study. Same case as MDR ID#: 2134265-2012-05326, 2134265-2012-05327, 2134265-2012-05328, 2134265-2012-05329, 2134265-2012-05330, 2134265-2012-05264. It was reported that following a coronary artery stenting treatment procedure, the patient experienced stable angina. In (B)(6) 2011, the index procedure was performed. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery (lad) with 95% stenosis and was 60mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with pre-dilation and placement of a 2.5x28mm taxus element stent and a 3.0x32mm taxus liberte stent, with 0 % residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, five stents were implanted during a staged procedure including two 3.0x8mm taxus liberte stents, two 3.5x12mm taxus element stents, and a 2.75x12mm taxus element stent. In (B)(6) 2012, the patient was admitted with recurrent chest pain which came on while playing guitar and resolved after 25 minutes. This was assessed as stable angina. The patient was pain free since admission and was discharged home the following day with the advice to return back to hospital if he had further pain not settling after 30 minutes.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).